Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck while advancing in the cartridge. No pt contact.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic was torn and there was a clear surgical residue on the lens. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.